Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that the patient experienced radial vessel spasms. During a coronary angiogram procedure with an impulse guide catheter, the patient experienced radial vessel spasms during introduction of the device. The procedure was completed with a convey guide catheter and everything went well. There was no further impact to the patient and they were stable.